Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the connecting screw was broken off during dynamic hip system (dhs) surgery and left in the blade. Reportedly the surgeon inserted three k wires into the femoral head , to prevent from rotating, however the wires were extracted because they interfered with the blade insertion. The surgeon then proceeded to compose the blade in patient¿s body, because the broken part of the connecting screw remained at the tip of the dhs blade, the surgeon could not proceed a final adjustment. Therefore, the surgeon added a cancellous cervical spacer (ccs) and a (B)(6) trochanter plate for stability. The surgery was delayed for 30 minutes due to this event. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the connection screw is broken at tip. The investigation shows that the threaded tip of the connection screw is indeed broken off. The removal of the k-wires, put excess strain on the connection screw and it snapped off. One of the other reasons for the breakage was insufficient connection with the inserter. If the connection is not tight, the forces while hammering may cause the breakage of the threaded tip. The tip is fragile due to the nature of the design so needs to be handled with care. There complained not enough evidence to determine exactly how often it was used. Therefore, normal wear and tear led to the breakage. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.